Manufacturer narrative:
The hospital has rejected a repair proposal for the unit, because after cleaning the failure did not reoccur. The resolution is unknown.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was giving a system reset alarm, requiring a restart. There was no report of patient injury.

Manufacturer narrative:
The hospital has rejected a repair proposal for the unit, because after cleaning the failure did not reoccur. The resolution is unknown. H3 other text : the hospital has rejected a repair proposal for the unit, because after cleaning the failure did not reoccur. The resolution is unknown.